Event description:
A customer in (B)(6) reported to biomérieux a misidentification in association with the vitek 2 nh ID test kit. The ureteral sample is from a (B)(6) patient with no antibiotherapy. The strain was isolated from chocolate agar and tested three times with vitek 2 nh ID which identified the isolate as of (B)(6). The (B)(6) identification was obtained by pcr and mass spectrometry in another laboratory. There is no indication or report from the customer that the discrepant result led to any adverse event related to the patient's state of health. The customer did report a delay in reporting results by a "few days." The test reports were requested from the customer. An internal biomérieux investigation has been initiated

Manufacturer narrative:
A customer reported a misidentification of (B)(6) on the vitek® 2 nh ID test card the isolate and nh ID cards were submitted by the customer for evaluation. An investigation was conducted. The isolate was subcultured on chocolate medium. One (1) vitek® 2 nh card from the customer lot (2450061203) and one (1) nh card from a random lot (245381020) were tested. The results were compared with those from full 16s sequencing, vitek® ms and api nh strip test. The reference method (sequencing full 16s) was used to determine the intended result. Vitek® ms and api nh strip were in favor of the species (B)(6). On vitek® 2, the nh card for both lots, gave an excellent identification to the species (B)(6). In conclusion, the customer result was not reproduced. The vitek® 2 nh ID cards performed as intended.